Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13613 and the data files were returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for 14 injections. The balloon catheter failed the performance test due to system notice 50005 "leak detection." Dissection and pressure testing revealed a guide wire lumen kink/twist at 1.25 inches and also a kink/twist and breach at 2.59 inches proximal from the tip. Insertion and retraction tests were performed several times with no issues with a mapping catheter from the laboratory. The patient files showed at least 14 applications were performed with balloon catheter afapro28/13613-130 without any issue on the date of the event. The failure file confirmed the system notice #50005 ¿leak detection¿ on the date of the event. In conclusion, the system notice #50005 ¿leak detection¿ was confirmed through data analysis and the balloon catheter failed the returned product inspection due to a guide wire lumen kink/twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.